Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station displayed a black screen while communication sled and drawer controller lights appeared normal, indicating power was present but no system response. A field service engineer (fse) reseated all internal connections were reseated and unplugged non-essential components to isolate the issue, however there was no change in behavior. The docking board assembly was then replaced using a spare unit obtained from another fse, after which the station returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to communicate and displayed a black screen. Multiple restart attempts were unsuccessful, and the station remained offline despite no reported network or power issues. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.